Manufacturer narrative:
Note: the reported complaint was not confirmed. The customer replaced the hose as a precautionary measure. The device was not returned. The root cause is unk as there was no product available for eval.

Event description:
During use of the device for a non-clinical activity, the user reported that there was a hole in the hose. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.